Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from a patient via a manufacturer representative (rep) that the patient's pump was alarming. The rep was asked to turn the patient's pump off because they will be having some elective surgery. Discussed interrogating the pump to confirm the actual alarm. No patient symptoms or complications were reported. Additional information was received from a consumer on (B)(6) 2020. It was reported that the patient's pump ran out on (B)(6) 2020. The patient had an appointment with their primary healthcare provider (hcp) on (B)(6) 2020. The patient was unable to secure a managing physician for their pump after moving. After having a surgery unrelated to the device/therapy the patient planned to have the pump taken out as it didn't do them any good. The patient hadn't had any medication and it had been "no fun." The patient's previous hcp had been trying different medications and different things and had put enough drug in the pump to last 6 months to ideally last through the patient's move so they could find a new doctor. It was noted that the patient was receiving fentanyl on "a very low dose." Additional information received from a manufacturer representative indicated the primary hcp was refusing to do anything with the pump as well. Additional information received from a manufacturer representative on (B)(6) 2020 indicated the patient had failed to show up for their appointment.